Manufacturer narrative:
We checked the returned unit and confirmed that the insertion flexible tube (ift) steel braid piercing. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel buckled, the bending rubber leak, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.